Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer's reported problem. The electrosurgical generator was replaced to resolve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu for evaluation. The reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the erbe integrated electrosurgical unit (iesu) presented error code c-33. The customer tried to reseat and replace the energy cable after the issue persisted. Additionally, a hard power cycle was performed but the problem was not resolved. The customer used a third-party iesu to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the system functionality was checked upon powering on the system and no errors were displayed. Dvstat was contacted for troubleshooting, and full troubleshooting was completed. The customer replaced the energy cables and instruments and rebooted erbe but still could not solve this problem. The customer used a third-party iesu to continue with the procedure. The procedure was completed robotically with the original configuration but with a third party iesu. There was no injury to the patient.